Event description:
It was reported that a surgery took place in 2002. The pt had a fall in 2002 and fractured l5 and the instrumentation started dismantling. In 2003, there was a revision surgery done to remove the hardware. While removing the set screw that holds the plate together with the nut, small metallic shavings were found next to the plate. Also, while lifting the plate, it is alleged that a metal piece had punctured the left vein causing bleeding and it was controlled with a ligature.